Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the recharger was showing reposition antenna since (B)(6) 2020. The patient charged last about a month ago. Patient tried to charge up last night but could not connect. The patient cannot connect with patient programmer either. The patient was redirected to their healthcare provider (hcp) to have the battery checked. Additional information was received from the manufacturer representative (rep). It was reported there was an overdischarged battery. Lack of recharging led to the overdischarge. Contacts 4, 5, 6, 7 were out of range. The overdischarge was confirmed. Once the trickle charge was performed, they checked impedances and programmer. There was a successful trickle charge and they cleared the power on reset (por). They checked programmer and impedances. Impedances showed 4, 5, 6, and 7 all outside normal ranges (10000). The patient uses stimulation only 9% of the time and stated that he was pleased with his current programming. No changes were made. No further complications were reported/anticipated.